Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "patient with normal activity came to see a doctor with both knees pain." After diagnostic, the doctor found out that:- right knee : primary tka ((B)(6) 2014) - tibia loosening, revision tibia only and apply stem tibia ((B)(6) 2015). Component in use listed as concomitant devices are: vega ps tibial plateau cemented t0 / nx049k, vega ps femoral component cemented f4n l / nx009k, vega ps gliding surface t0/0+ 12 mm / nx101.

Event description:
Left knee: primary tka ((B)(6) 2014): both tibia and femur loosening. Revision by e.motion revision (B)(6) 2018.

Manufacturer narrative:
Date device received/returned, concomitant devices, associated medwatches: (same patient), 9610612-2018-00367. Manufacturing evaluation: the implant components were available in a decontaminated condition for investigation (femoral component and gliding surface were concomitant components; the tibial plateau was the leading component). The femur component arrived with loosened bone cement. The components were examined visually. The femur showed no abnormalities or serious visible damages. There were little bone cement residues adhering. The tibial component showed more bone cement adhesive. The gliding surface of the meniscal component shows visible scratches and little surface marks. We assume that these traces come from bone cement residues which get into the articulation between the femoral component and the gliding surface. The available x-ray figures gave no hints for the root cause of the failure. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related. Rationale - according to the quality standard and DHR files a material defect and production error can be excluded. In the delivered condition there were only little bone cement adhesive. There is no information about the condition after explantation. We assume bone cement loosening as the causal factor. There is the possibility for a non-adhesive from the bone cement. It could be possible that there were problems with the cement technique too. There is a product safety case (psc) open; any action regarding a CAPA will be addressed within.